Event description:
It was reported the asymptomatic patient was presented for follow-up. Far r-wave oversensing was observed on stored egm records. Programming changes were recommended. No further information is available.